Manufacturer narrative:
(B)(4). The reported description notes that a customer is requesting info to access trend data following a surgical case where a death occurred and where a clinician accidently removed pt data from the bedside monitor. There was no implication that the bedside monitor caused or contributed to this death. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description notes that a customer is requesting info to access trend data following a surgical case where a death occurred.